Manufacturer narrative:
Product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following the implant of the leadless implantable pulse generator (ipg), the patient experienced cardiac arrest due to ventricular tachycardia (vt). The patient was resuscitated. The patient was transferred to the intensive care unit for monitoring. The patient acquired mitral valve endocarditis. The leadless ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.